Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had 30 psi with a transducer calibration issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). Biomed have completed that preventive maintenance (pm). Fse showed how to use manometer for him to complete his pm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a